Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. Legal counsel reports that during the procedure, surgeon allegedly noted a pseudotumor and light brown milky fluid. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05740 / 05742).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. During the procedure, surgeon allegedly noted a pseudotumor and light brown milky fluid. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. Legal counsel reports that during the procedure, surgeon allegedly noted a pseudotumor and light brown milky fluid. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. Additional information received in patient medical records indicates that hip revision procedure performed on (B)(6) 2010 noted light brown, milky fluid; amorphous tissue; and a pseudotumor. Additional medical records were received and noted on (B)(6) 2010 and (B)(6) 2011 patient's lab tests results. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05740 / 05742).